Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received stating no intervention was taken on the leads and they remain implanted and functional. Patient has effective therapy.

Manufacturer narrative:
Date of event estimated. Correction - section b5 - additional information determined that no intervention was taken on the leads. They remain implanted and functional. Therefore, no longer reportable.

Event description:
It was reported that the patient's right lead had migrated, which was confirmed via imaging. As a result, the patient was experiencing ineffective therapy. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated.